Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a device system fault alarm 41622 occurred as well as error code 1003. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
Other text: additional information is provided for d.10, h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device was used, not in its original packaging and in decontaminated conditions. The lens was damaged, the dso seal bubbled, the latch lock was bent, and the device had error code 41622. Functional testing was performed, and the reported issue was able to be replicated. The root cause could not be determined; however, the most probable cause was a faulty optical sensor. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).